Event description:
It was reported that this implantable cardioverter defibrillator (ICD) inappropriately delivered anti-tachycardia pacing (atp) therapy and two shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) recommended to reprogram the ICD or change medications. This ICD remains in service. No adverse patient effects were reported.